Event description:
It was reported that the insyte 22ga x 1.0in catheter separated from the hub while removing the needle from the vein during a vein exchange. The patient underwent ultrasound imaging, but attempts to find the missing piece failed. Vascular surgery evaluation followed, and it was determined to be too "risky" to look for the catheter. The doctor concurred that either phlebitis would occur at the site and the catheter piece would be expelled "exponentially later", or that the catheter had lodged at the pulmonary level, which would be "very risky" to look for in that area. The following information was provided by the initial reporter, translated from spanish to english: "a patient who was undergoing a vein exchange due to expiration, was channeled with catheter bd insyte no. 22 lot 8207744 in a single attempt prior to venous return. When the needle is removed and only the vialon is left, this leaves the blue hub and migrates, leaving only the hub. Vascular evaluation is requested, and the doctor reports that it is risky to look for the catheter vialon to leave it on the patient, that 2 things can happen: make a phlebitis on the site and then expel it exponentially later or that has been lodged at the pulmonary level but it is very risky to look for it in that area, which is why it is better to leave it that way." "Attempts to locate the catheter with an ultrasound image failed. The vascular surgery team tried a new search with ultrasound image without positive findings too."

Manufacturer narrative:
H.6. Investigation summary: bd received a 22 gauge insyte autoguard unit from lot 8208744 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and sent it for a CT scan. The scan showed the insyte adapter was missing the metal wedge and vialon. The returned unit was missing any of the necessary components for evaluation. Based off the visual inspection and CT scan the engineer was unable to verify the reported defect. Without the physical sample available for evaluation a definitive root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 22ga x 1.0in catheter separated from the hub while removing the needle from the vein during a vein exchange. The patient underwent ultrasound imaging, but attempts to find the missing piece failed. Vascular surgery evaluation followed, and it was determined to be too "risky" to look for the catheter. The doctor concurred that either phlebitis would occur at the site and the catheter piece would be expelled "exponentially later", or that the catheter had lodged at the pulmonary level, which would be "very risky" to look for in that area. The following information was provided by the initial reporter, translated from spanish to english: "a patient who was undergoing a vein exchange due to expiration, was channeled with catheter bd insyte no. 22 lot 8207744 in a single attempt prior to venous return. When the needle is removed and only the vialon is left, this leaves the blue hub and migrates, leaving only the hub. Vascular evaluation is requested, and the doctor reports that it is risky to look for the catheter vialon to leave it on the patient, that 2 things can happen: make a phlebitis on the site and then expel it exponentially later or that has been lodged at the pulmonary level but it is very risky to look for it in that area, which is why it is better to leave it that way." "Attempts to locate the catheter with an ultrasound image failed. The vascular surgery team tried a new search with ultrasound image without positive findings too."